Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6) 2010 at 4pm. The reporter advised the cca the patient manages his diabetes with metformin (800 mg) and glipizide (5 mg) twice a day. Despite the alleged issue, the reporter stated the patient continued to take his usual dose of medications. On (B)(6) 2010 at 1pm, the reporter claimed the patient felt symptoms of dizzy, shaky and nausea. The reporter stated the patient drank orange juice as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter; however, advised the reporter the batteries needed to be replaced. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
The 510(k) # is k062195.